Manufacturer narrative:
(B)(4): the customer reported they were unable to acquire a 12 lead ECG during a pt event. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they were unable to acquire a 12 lead ECG during a pt event. There was no negative pt impact.